Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the superior vena cava (svc) coil setscrew on the implantable cardioverter defibrillator (ICD) would not engage. It was noted that the setscrew appeared to be out of track. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.